Manufacturer narrative:
Batch review performed on 07-feb-2023. Lot: 1811892: (B)(4) items manufactured and released on 17-jul-2019. Expiration date: 2024-07-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.

Event description:
Revision surgery performed at about 2 years and 1 month after primary due to shoulder loosening. During the primary surgery, the baseplate was positioned slightly superior. The surgeon revised successfully baseplate, glenosphere, metaphysis and liner.